Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the black box showed a routine cartridge change on (B)(6) 2014 at 11:28 followed by a manual suspend at 11:28 and a manual resume at 11:57. Deliveries resumed at 12:05. The black box showed 0.25u of a programmed 5.25u bolus was delivered on (B)(6) 2014 at 06:37 due to eaw-(B)(4) ¿ partial delivery; the user aborted (pump) warning. A 4.95u bolus was then fully delivered at 06:38. There were no errors, alarms or warnings during the 24 hour duration testing. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 557 mg/dl with poldypsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to a cartridge change and the pump being suspended. Also during troubleshooting, it was revealed that the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.